Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that the pump was going off and making weird noises. Customer stated that she was not using the pump and it was in her bra area. Customer reported that the buttons were against her skin and when she looked down, she noticed that the battery was almost dead. Customer changed the battery and then received a button error. Customer's blood glucose was 84 mg/dl at the time of the incident. Customer was not operating the pump when she received a button error alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with cracked end cap near the drive support disk also; button error alarm and no button response due to corroded keypad traces. No unexpected noise or audio or beep anomaly noted during our testing. Unable to verify for operating currents due to no button response. The insulin pump has cracked case at the display window corners, cracked on the reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner, cracked on the battery tube threads and missing the display window.